Manufacturer narrative:
Initial and final MDR 1895251. Device 9 of 10 e1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets occlusion at site events in the past week. The insertion site was at thigh, upper buttocks, stomach and back of arm and patient resolved all the events by changing the supplies. No further information available.